Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that this spinal cord stimulation (scs) device was revised due to an unknown reason. The location of the device is unknown. No additional adverse patient effects were reported. Additional information indicated that the spinal cord stimulation (scs) patient underwent an explant procedure due to charging difficulties, as the battery was no longer holding a charge. Electrocautery was reportedly utilized during the procedure. The patient is recovering well postoperatively and has expressed satisfaction with the therapy. In accordance with facility policy, the explanted device will not be returned.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that this spinal cord stimulation (scs) device was revised due to an unknown reason. The location of the device is unknown. No additional adverse patient effects were reported.